Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery compartment was cracked. This is not reportable because there is no impact on insulin delivery function, no delay in treatment, and no indication of power failure. The owner's booklet indicates that if the pump is suspected to be damaged or otherwise had its waterproof integrity compromised, it should not be exposed to water. The owner's booklet further instructs the user to contact animas if pump damage is suspected or has been identified. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: during investigation, the battery compartment was found to be cracked.